Manufacturer narrative:
Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions, small bowel resection and excision of the previously placed mesh on (B)(6) 2013 during which the surgeon noted adhesions of the small intestine were encountered and taken down. It was reported that the patient underwent a recurrent ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted adhesions of the small intestine were encountered and taken down. It was reported that the patient experienced severe pain, hernia recurrence, bowel resection, mesh migration, nausea, vomiting, chills, diarrhea, inflammation, adhesions, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information was provided.